Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other absolute pro vascular referenced is filed under a separate medwatch report number.

Event description:
It was reported that the distribution center in (B)(6) was performing a routine stock inspection of absolute pro vascular self-expanding stent system temperature indicator on the inner pouch of the packaging. During the inspection, 2 of the devices were found to have a hole in the inner pouch, which comprises the device's sterility. There was no damage to the chipboard box and no issue with the temperature indicator noted. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: report source - health professional box unchecked. Evaluation summary: visual inspections were performed on the returned device. The reported damaged packaging issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported packaging issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.